Manufacturer narrative:
The device has not been rec'd, and this complaint is till under investigation.

Event description:
Complainant alleged that during a biomed testing, the device would intermittently not power up. Complainant indicated that there was no pt involvement in the reported malfunction.